Event description:
Patient presented to the physician with the stimulation lead body eroded through the chest incision site. Physician covered the incision site and prescribed antibiotics. Physician brought the patient into the or 9 days later, tucked the stimulation lead, and closed. Physician prescribed oral antibiotics after the procedure was completed.